Manufacturer narrative:
Device was returned to manufacturer. However, per customer request, device was returned prior to the investigation.

Event description:
Information was received that a smiths medical level 1 equator blower, an electric leakage alarm sound. No patient injury resulted.